Event description:
It was reported that, "while checking our sets, I noticed that these innershafts were broken (short)."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.